Event description:
It was reported that this right atrial (ra) lead recorded low out of range impedance values and triggered a lead safety switch (lss). Additionally noise was noted. The lead was subsequently reprogrammed back to bipolar configuration. As all other lead values were within range, the plan was to continue to monitor. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).